Event description:
On (B)(6) 2014, the reporter contacted animas alleging multiple alarms in the pump history recording incorrectly as 000-0000 alarms occurring at default time and date. The reporter confirmed that the pump time and date were correct at the time of the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2014 with the following findings:the pump alarm history showed only 0-0000 alarms indicating no alarms in the pump alarm history. Low and empty cartridge were induced during testing; the pump was found to alarm appropriately and the alarms were appropriately recorded in the pump¿s alarm history.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.